Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s during the loading process. The customer's blood glucose (bg) was not impacted. The customer was able to load a second cartridge onto the pump and resumed insulin delivery.